Event description:
The facility representative reported a colleague infusion pump with an 810:11 failure code. The event was reported to have occurred in the general patient ward; however, it was confirmed during biomed testing. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. The pump was categorized as a colleague 2006 pump with software version 6.13.90. No additional information is available. During baxter quality engineering review of the event history on (B)(6) 2010, it was determined that the reported condition occurred during delivery and interrupted delivery.

Manufacturer narrative:
There is an ongoing CAPA investigation, (B)(4) associated with this report. (B)(4).

Manufacturer narrative:
The reported condition of failure code 810:11 was confirmed but not duplicated. The root cause has not been determined at this time. No repairs have been performed at this time since this is a baxter owned device. A follow-up report will be submitted if additional information becomes available. (B)(4).